Event description:
It was reported that following a pulse field ablation procedure with a farawave catheter, the patient presented to the hospital with neurological issues and had passed away. The physician commented that the patient's death was from an esophageal fistula. The device is not expected to be returned.

Manufacturer narrative:
Correction to patient codes added e2314: fistula. Esophageal injury is an uncommon, potentially life-threatening complication due to proximity of the esophagus to the posterior left atrium. Since commercial introduction of the polarx cryoablation system in 2020, boston scientific has received reports of atrio-esophageal fistulas occurring following atrial fibrillation ablations. Detailed investigation did not identify product performance-related issues with any component of the cryoablation system associated with these ae fistula events; however, frequency and intensity of cryoablation applications were observed as possible contributing factors. As a result, boston scientific issued a field safety notice (97251520-fa) on october 10, 2024, to communicate that the polarx and polarx fit cryoablation balloon catheter instructions for use (IFU) will be revised to emphasize the risk of ae fistulas as well as practices that may reduce this risk.

Manufacturer narrative:
B5: describe event or problem - corrected the device and procedure performed. Esophageal injury is an uncommon, potentially life-threatening complication due to proximity of the esophagus to the posterior left atrium. Since commercial introduction of the polarx cryoablation system in 2020, boston scientific has received reports of atrio-esophageal fistulas occurring following atrial fibrillation ablations. Detailed investigation did not identify product performance-related issues with any component of the cryoablation system associated with these ae fistula events; however, frequency and intensity of cryoablation applications were observed as possible contributing factors. As a result, boston scientific issued a field safety notice (97251520-fa) on october 10, 2024, to communicate that the polarx and polarx fit cryoablation balloon catheter instructions for use (IFU) will be revised to emphasize the risk of ae fistulas as well as practices that may reduce this risk.

Event description:
It was reported that following a pulse field ablation procedure with a farawave catheter, the patient presented to the hospital with neurological issues and had passed away. The physician commented that the patient's death was from an esophageal fistula. The device is not expected to be returned. It was further confirmed that a cryo ablation procedure with a polarx fit st was performed as opposed to a pulse field ablation procedure with a farawave catheter that was previously reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation procedure with a farawave catheter, the patient presented to the hospital with neurological issues and had passed away. The physician commented that the patient's death was from an esophageal fistula. The device is not expected to be returned.